Manufacturer narrative:
Qc was not affected. The customer replaced the sample syringe and washed the cuvettes, but this did not resolve the issue. A field service engineer (fse) was dispatched: the fse replaced the sample probe and wash collar, and the system is operating appropriately now. Upon recur, other cartridge chemistries could be affected including pivotal assays and patient treatment could be impacted. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low results for magnesium (mg) and cholesterol (chol) generated by the unicel dxc 800 synchron clinical systems. The results were reported out of the lab and questioned by the physician. The specimens were re-tested on a different instrument and obtained results were higher. Per the laboratory, patient treatment was not impacted.